Manufacturer narrative:
No report of patient involvement. (B)(4). During ge healthcare technician checkout, it was found that it did not start ventilation cycle when switch to vent mode. The log analysis showed two error conditions: "breathing system not latched" and "no inspiratory flow sensor". Both those conditions were cleared after system latch was secured and no other issues were detected since then.

Event description:
The hospital reported that, the bag to vent switch sticks during patient use. There was no reported patient involvement.